Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. There are no plans to re-implant the patient with a new device as of the date of this report. Device analysis report attached. This report is submitted on december 6, 2021.

Manufacturer narrative:
This report is submitted on oct 18, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.